Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same cases as MDR ID 2134265-2017-06881 and 2134265-2017-06982. It was reported that automatic pullback failed. The motor drive unit 5 plus (mdu5+) was used in conjunction with an imaging catheter and a sled. During the procedure, when the physician put the mdu5+ onto the pullback sled for checking, it failed to withdraw the motor when he press the "pullback" button and got stuck somewhere. Another mdu5+ was used to solve the problem. No patient complications were reported.